Manufacturer narrative:
This report is submitted on july 07, 2021.

Manufacturer narrative:
Per the clinic, the patient experienced an infection (cellulitis) and the device was explanted on (B)(6) 2021 under general anesthesia. The patient was not re-implanted with a new device as of the date of this report. This report is submitted on aug 02, 2021.

Manufacturer narrative:
This report is submitted on august 24, 2021.

Manufacturer narrative:
This report is submitted on may 20, 2021.

Event description:
Per the clinic, the patient experienced wound dehiscence of the skin flap around the implant site. The patient was administered oral antibiotic (date and duration not reported) and clinical management of the patient is ongoing. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.